Manufacturer narrative:
The cobas integra 400 plus analyzer serial number was (B)(6) qc was acceptable on the day of the event. The calibration was last performed on (B)(6) 2024. The customer mentioned that there was a leakage and splashes on top of the cooling unit. The field service engineer (fse) exchanged the valves on top of the syringes and behind the probes. He also exchanged the tubes on the transfer head leading to the syringes as they were old and showing signs of wear. The fse then adjusted the transfer head. Calibration and qc were performed and they were successful. The investigation is ongoing.

Event description:
We received an allegation about questionable hba1c results for 30 patients' samples tested on a cobas integra 400 plus analyzer. Discrepant results for 1 patient sample were provided as an example. Initial result: 15.7 %. The customer questioned the high result and, therefore, checked the laboratory information system (lis) and found that the initial result did not match the patient's medical history in the lis. No questionable result was reported outside the laboratory. The customer exchanged the reagent pack and repeated the sample. Repeat result: 9.1 %. The repeat result matched the patient's medical history.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer replaced the tube set transfer head. The customer also improved their internal sample pre-analytic handling. The instrument was checked and it was performing within specifications. The identified root cause was an issue with the tube set transfer head (component failure).